Manufacturer narrative:
Vascular complications (occlusions) are well known and documented adverse reactions as part of hyaluronic acid-based dermal fillers injections. They are related to the accidental injection of the product inside a blood vessel leading to an occlusion and blocking the blood flow, generally refered to as vascular complication. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of vascular complication and skin necrosis are mentioned in the product labelling. Moreover, this case is about an injection in the nose, highly vascularized area and not supported by our indications. Literature data: delorenzi c. Complications of injectable fillers, part 2: vascular complications. Aesthet surg j. 2014;34(4):584-600. Funt d, pavicic t. Dermal fillers in aesthetics: an overview of adverse events and treatment approaches. Clin cosmet investig dermatol 2013;6:295-316.

Event description:
The described event happened outside the u.s., in (B)(6). According to the received information, the patient experienced a vascular compromise (acute pain in nasal tip and whitening of the area associated with bleeding and erythema), which turned into a necrosis following the injection of teosyal rha 4 and teosyal puresense ultra deep in the nose on the (B)(6) 2019. According to the last pictures received on the 30.07.2019 the resolution was complete.